Event description:
A customer reported that during a patient procedure, using a glidescope core smart cable, the screen display became scrambled multiple times before ultimately freezing. They reported the issue resulted in an unspecified delay in treatment and the procedure was completed using a backup device. No harm to the patient was reported. Following the reported incident, the facility isolated the issue to the cable and indicated that when the cable is connected to a laryngoscope and manipulated, the monitor displays "no camera connected."

Manufacturer narrative:
The customer's glidescope core smart cable was not returned to verathon for evaluation, therefore the cause could not be determined. Review of complaint history for the reported smart cable serial number (B)(6) did not identify any previous complaints reported to verathon. Trending analysis for glidescope core smart cables does not identify any trends exceeding acceptable limits. Verathon confirmed that the risk associated with the hazardous scenario has been adequately captured and characterized per the system risk assessment. Corrective action is not required at this time. Verathon will continue to monitor for trends.